Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer reported blood glucose from meter not received on the pump. The customer requested assistance with pump programming. The customer reported the pump got depleted, and was not able to change battery. The customer was unexpected carelink personal login request, loss of connection between pump and mobile device. The customer reported a blood glucose value of 577 mg/dl. The customer experienced hyperglycemia. The event involved product(s) unk reservoir, mmt-7841zn, mmt-7333, unomedical, mmt-7040a, mmt-1884, and mmt-6102. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the unexpected carelink personal login request, and unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for the loss of connection between pump and mobile device, and unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was not performed for the loss of communication between the transmitter and the pump, and no blood glucose received from meter. Troubleshooting was performed for the pump programming, and the customer was assisted with requested programming. No further patient complications were reported. No product return is required for unk_reservoir, mmt-7841zn, mmt-7333, unomedical, mmt-7040a, mmt-1884, and mmt-6102.